Event description:
It was reported to technical services on 10/11/2011 that this ra lead has a history of highly variable measurements. Tested uniplar at 1150 and bipolar at 1180 ohms today. Sensing and thrsholds are historically and today stable. Noise with atr's in unipolar and recreated, although in bipolar there is no noise. Technical services suggested ra lead back to bipolar configuration. Noise may be from unipolar oversensing. May have an open close fracture or lead on lead insulation issue. Could possibly follow lead for any further issue. Referred to md for plan and consideration of patient's medical history. Rep to consult with following md. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)